Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal bupivacaine and baclofen via an implantable pump. It was reported that the rep reported receiving code 338 during a new pump case. The rep stated the priming bolus had already started and wanted to confirm if the bolus had gone through despite the error. Tech services explained that code 338 indicated the need to close out of the app and re-enter all programming information. It was confirmed to the rep that the prime bolus did go through, as indicated by the active countdown display. After re-entering and updating the pump, the rep reported receiving code 141 and another code 338. Tech services instructed the rep to close the app and restart the tablet. The rep stated that a similar issue had occurred with the same tablet the prior week. Following pump restart, the rep observed a message: "pump update has failed." To resolve this, tech services explained that code 141 was related to the 2-hour bolus duration and dose restriction interval (dri) matching. The rep confirmed this information with the practicing health care provider (hcp). The issue was resolved during the call, and the pump update was successfully completed.

Manufacturer narrative:
Continuation of d10: product ID: a810, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.